Event description:
It was report that a home patient (hp) had a connection issue with the transfer set and developed peritonitis. On an unreported date, the patient became tangled in the hospital bed and when the patient's daughter tried helping her, she pulled out the transfer set by mistake. The patient later developed peritonitis, however the hp was not hospitalized for this. The nurse replaced the transfer set (exact date unknown) and the hp had no further issues. The hp was treated with ceftazidime (dose, frequency and lot number not reported), intraperitoneally (ip). No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation by baxter. If additional relevant information is obtained a follow up report will be submitted.

Manufacturer narrative:
(B)(4). This complaint is confirmed and the cause was determined to be use error because it was reported that the home patient's daughter accidentally disconnected the transfer set from the titanium adapter and the patient was subsequently diagnosed with peritonitis. A batch review could not be performed because the lot number was not available. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.